Manufacturer narrative:
The reported events were failure to remove lead from catheter and break. As received, a complete lead was returned in one piece without a catheter. The reported event of break was confirmed. Visual inspection found the right ventricular shock coil pulled back distally with the filers being stretched and overlapping themselves consistent with procedural damage. X-ray examination found the inner coil over-torqued at the connector region consistent with procedural damage. All damage found on returned lead is consistent with that occurring at the time of procedural. The reported event of failure to remove lead from catheter could not be confirmed. A test stylet could not be inserted into the lead to test lead with catheter due to the inner coil being over-torqued at the connector region as received. Electrical testing was normal. Correction: d9 "device available for evaluation" checkbox should be "yes".

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that while attempting the right ventricular (rv) lead implant, the lead was unable to be removed from the catheter. After removing the lead from the sheath, it was noted that the lead exhibited a break. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
Correction: d9 "device available for evaluation" checkbox should be "yes", "returned to manufacturer" checkbox should be selected, and "date returned to manufacturer" should be 31 jan 2024.